Manufacturer narrative:
Citation: mihos cg et al. Mitral valve repair and subvalvular intervention for secondary mitral regurgitation: a systematic review and meta-analysis of randomized controlled and propensity matched studies. J thorac dis. 2017 jun; 9(suppl 7): s582¿s594. Doi: 10.210 37/jtd.2017.05.56. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a meta-analysis comparing the safety and efficacy of mitral valve repair utilizing a ring annuloplasty plus subvalvular intervention versus a ring annuloplasty alone. The study was performed according to the preferred reporting items for systematic reviews and meta-analyses (prisma). All data were collected from an electronic search of the pubmed, embase, ovid, and cochrane library databases for studies published through january 2017 that reported on the outcomes of mitral valve repair for secondary mitral regurgitation. The systematic review included 5 studies with a total population of 397 patients (predominantly male; mean age 65 years), an undisclosed number of which were implanted with a medtronic profile 3d annuloplasty ring. No serial numbers were provided. Among all patients, operative mortality was reported (24 deaths). However, multiple manufacturers were noted in the literature; based on the limited available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: cerebrovascular accident and recurrence of moderate or greater mitral regurgitation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.